Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® with dcd® non-platform switched tapered implant 4 x 13mm (bnst413) was returned for investigation. Visual inspection of the as returned product identified wear and some debris about the implant threads and drive feature. No signs of damage were detected. Functional testing was performed for the returned product and it was determined that the implant seating surface and drive feature function as intended with mating restorations, drivers, and screws. No malfunction was detected, and the implant is believed to have been able to function normally. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2018031637. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018031637) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided.

Event description:
It was reported that the implant was unable to be used due to a deformity in the product. Tooth location 23